Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Reporter email address: unknown/not provided. Device evaluated by MFR: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent an extra capsular cataract extraction. Lens was inserted then removed from the patient's right eye due to malpositioning of the lens in the patient's anterior chamber. Lens was inserted in the sulcus successfully. It was learned that capsular integrity was at risk for stable lens placement. Vitrectomy, incision enlargement and sutures were performed. But no patient post-op injury. The lens was not available to return. No other information was provided.